Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m92j88. Additional information was requested and the following was obtained: can you please clarify what is meant by the "clip had carbonized"? Was this clip determined to be from this surgical procedure? --- the doctor thought that an electrical scalpel had touched the clip during the operation. Or was it determined that the clip was from a prior surgical procedure? --- no if so, how long ago was the procedure? --- na what was that procedure that had been performed? --- na how was the clip removed? --- no information were there any patient consequences? --- no what is the current patient status? --- no information

Event description:
It was reported that during a laparoscopic ileocecal resection, it was found that there was a fallen clip inside the patient after the operation. When the clip was checked, it was found that the clip was only one leg and carbonized. The other one leg of the clip could not be found. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # m92j88. The analysis results found that the el5ml device was returned in good visual condition. Additionally a conforming clip and a malformed clip were received inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported.the batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.